Manufacturer narrative:
The insulin pump had no escape or act button response due to corroded keypad traces. No display anomaly was noted. No low reservoir alarm or rewind anomaly could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked case at display window corners and a cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via telephone call that the keypad became unresponsive. The numbers on the display began to scroll without input when the customer attempted to bolus for lunch. The customer removed and replaced the battery and that did not resolve the issue. The customer received a low reservoir alarm and tried to rewind the insulin pump, but the buttons were unresponsive. The customer reported that it had been 110 degrees outside. The blood glucose reading was 114 mg/dl. The customer was advised to discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.